Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this lead was surgically abanoded due to sensing issues. A new lead was successfully placed.